Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during the beginning of the catheterization procedure, which was completed successfully. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system had geometry issues. Rse examined the log files and discovered that enmv was enabled at startup, as well as topological issues. The system did not recognize the frontal stand, and there were issues with the table height. The system was restarted but the problem persisted. The philips field service engineer (fse) assessed the system on-site, verified the c-arm handle buttons for longitudinal movement, and discovered geometry was engaged. To remedy the issue, fse replaced the handgrip assembly for the frontal stand and the ad7(nt) height potmeter assembly for the table height. After replacement, the system was restored to full operating order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. If there is a malfunction of the handle that enables manual movements, there is an additional handle on the other side of the c-arm that can assist in obtaining the desired position over the region of interest. Also, motorized movements are achievable through the control module; therefore, the loss of manual movement is not likely to cause or contribute to death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was frontal stand geometry issue. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the l arm handle which resolved the issue. The device was returned to use in good working order.